Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited in-range low r-wave sensing, high capture threshold, and high pacing lead impedance. The lead was suspected to be not fully inserted in the header or the set screw was not fully tightened down. Further testing on the lead was recommended. The asymptomatic patient was non-dependent and stable.